Manufacturer narrative:
Eval - other: this report is still in the process of being investigated. A rupture in the fluid path was observed under 300mmhg pressure. The break in the path is located at the distal end of the triple lumen tubing (the part is known as: "return connector", and is where the re-circulating fluid turns around and flows back toward the tower). The return connector has an internal feature which is inserted into the IV path of the tubing set during mfg. The remainder of the blue piece is hollow and allows the re-circulating fluid to flow by. This feature, which is intended to be inserted into the IV path of the triple lumen tubing, had been inserted into the re-circulating water path; allowing cross-flow between the infusate and re-circulating fluid. A review of our complaints database revals no other reports have been received on this device lot number. Upon completion of the investigation into the exact cause of this event, and if any further action is needed, is in process. Upon receipt of the completed investigation a follow-up report will be submitted.